Manufacturer narrative:
The device was not received; therefore, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause might be attributed to damages resulting from repeated use.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a shoulder arthroscopy surgery the dualwave pump stopped suctioning during the procedure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.